Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
According to the available information, the implant was functioning well and providing good rigidity, but caused discomfort on penetration. Upon examination, the glans penis, despite surgery, is still hyper-mobile, with the tips of the penile cylinders easily felt, under the ventral aspect of the coronas the glans tilts in a dorsal direction. It was difficult on examination to see whether this was glans mobility or if the cylinders were too short, but either way would require surgical correction. The patient also had an upward and right-sided curvature of the erection when the device is inflated, and he does have a scrotal web. In addition, the patient complained of pain where the reservoir component of his implant goes through the abdominal wall and the end of the reservoir is palpable, possible as he had lost weight. The physician planned to revise the whole device, looking at burying the reservoir deeper, dealing with the mobile glans either by glans fixation or longer cylinders, and dealing with the curvature by multiple incisions of the tunica to cause tunica expansion and excise the scrotal web to give a longer ventral length of the penis. Additional information was received indicating one-centimeter rear tips from the original surgery were replaced with two-centimeter rear tips which corrected the cylinder sizing. The mesh plug was excised and the original reservoir was kept in situ.